Manufacturer narrative:
Device passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was communicated properly with guardian link and glucose sensor simulator. The high blood glucose alert sensor functioned properly. Device was received with scratched case. The audio tone or beep and vibrator functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and the pump isn't alarming when she's high. The customer¿s blood glucose level was 482 mg/dl and 428 mg/dl. The customer was treated with a bolus. The customer states that the sensor glucose reading was 322 mg/dl and it¿s not alarming. Checked the alert silence and the high alert was deactivated ran a self-test and it passed. The insulin pump will be returned for analysis.